Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that infusion set's tubing was detached from connector on (B)(6) 2022. The infusion set was used for 1-2 days, and issue occurred with one infusion set. Moreover, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.